Event description:
It was reported that the patient underwent replacement of the pump. The 18 cc pump was replaced with a 40 cc pump. The catheter was aspirated without difficulty. A dye study was performed to check catheter placement (~t10). A small part was trimmed off of the catheter in preparation for placement of a sutureless connector. The hcp aspirated through the catheter access port to confirm cerebrospinal fluid flow. The 14.5 ccs of drug was removed from the explanted pump and placed in the new pump. The pump was then programmed to deliver dilaudid 30 mg/ml at 8 mg/day. Anesthesia noted difficulty extubating the patient. The patient was also "difficult to arouse" in the recovery room and was administered narcan. The patient was brought back to the hospital subsequently due to "bouts of respiratory depression". She was sent home after an unknown period of time. The patient was again admitted to an emergency room with the "same symptoms of overdose". The pump was turned down to 0.5 mg/day. The pump was later turned off. The patient was stabilized and transferred back for pump explant. The pump was explanted in 2008. The drug was aspirated of 19.2 ccs; expected volume was 19.8 ccs. It was believed that "reservoir was accurate". The entire catheter was also removed. The patient was monitored in the intensive care unit. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.